Event description:
Customer reported through a message there is a motor error on her insulin pump. She said all night, she was getting predict low alarms, but when she checked her blood glucose she was around 125 mg/dl. When she woke up in the morning, customer's blood glucose was over 300 mg/dl. When customer got to work, she tried to bolus but her device alarmed motor error. Customer's current blood glucose was not provided. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.